Event description:
The pt experienced a loss of therapeutic effect. The pt also reported having trouble breathing and trouble with walking. The pt was seeing a lung specialist. The pt was encouraged to contact her health care professional. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.